Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed performance testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2023 the lay user/patient contacted lifescan (lfs) united states, alleging that her onetouch verio flex meter continued to display the apply sample icon instead of counting down and providing a blood glucose result. The complaint was classified based on the customer care agent (cca) documentation. The patient could not recall when the alleged meter issue began. The patient stated that she manages her diabetes with oral medication (type/dose not specified). She denied taking any action regarding her normal diabetes management regimen in response to the alleged issue. As a result of the alleged issue, the patient developed ¿blurry vision¿; symptom she associated with high blood glucose. In response to her reported symptom, the patient claimed she consumed 3 garlic cloves. The patient could not recall the exact date the incident occurred. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time. The cca confirmed the correct testing process was being followed. The alleged issue remained unresolved after troubleshooting and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue.